Manufacturer narrative:
Natus has requested the bag containing the failures for investigation of this complaint. Natus has received photographic evidence that the foam did slip from the plastic tubing on a representative sample. Natus instructions include selecting the appropriate size ear tip for the patient, as well as instructions regarding using larger size foam tips for insertion into the ear canal. This investigation is ongoing. Requesting product for investigation.

Event description:
The customer reported to natus medical that, on (B)(6) 2017, the plastic underneath the oae pediatric foam tip scratched the patient's ear. The foam slid down the plastic tubing while the nurse was inserting the foam tip into the patient's ear. The scratch was reported as "minor" and there was no need for treatment. No death or serious injury has been reported. The customer alleged that three more tips from the same bag showed the same result from their own observational testing. The customer also alleged that two tips from a different bag did not show the same result using the same observational testing.

Manufacturer narrative:
This issue was investigated through corrective actions. The root cause of this issue was confirmed to be inadequate application of the adhesive which secures the foam to the lumen tube.